Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (b)() 2018, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated itchiness started around the adhesive, then on the next day redness started to spread out around the adhesive. On (B)(6) 2018 it was starting to hurt so the patient removed the sensor. There were sores underneath where the sensor had been, like road rash, not deep, just surface sores. The patient treated the reaction with hydroxyzine and over the counter hydrocortisone ointment. The hydroxyzine had been previously prescribed for anxiety, but patient's doctor increased the dosage to combat itchiness from the skin reaction. Exact date of medical intervention was not provided. At the time of contact, it was indicated that the patient was still experiencing ongoing skin reaction. No additional event or patient information is available.